Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and eleven photos provided by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. All photos were visually inspected but definitive statements could not be made about them in terms of this investigation. Visual inspection of the reload noted that it was partially fired with pushers visible to halfway between the 1cm and 2cm cut line. Also noted were deformed anvil clamping mechanism and knife blade damage. During functional evaluation, the reload was applied to test media and all remaining staples were placed without issue. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and damaged knife blade may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy procedure, the magazine could not be fired completely and the tissue was not clamped. The jaws could close properly onto the tissue and cut the tissue, but the staples were not in the tissue. There was poor staple formation. Therefore, the surgery could not be finished as planned since the sleeve could not be made safely. A bypass had to be made. There was unanticipated tissue loss because the stomach had to be removed. The operating time was extended by more than thirty minutes. The patient was injured. Currently, the patient is ok. No reinforcement material was used in conjunction with the stapling device.